Manufacturer narrative:
Correction - please refer to h6 health impact code. The reported event could be confirmed, since the device was returned for evaluation and matches the alleged failure. The received drill is broken from the tip and the broken fragment was not returned. Broken surface of the drill appears relatively smooth without showing any plastic deformation signs, although there are minor chevron lines around the center from where the crack propagation initially happened which indicates towards a brittle failure of the drill due to mechanical overload leading to sudden breakage. Due to excess metallic contact, deformation seen on the cutting flutes of the drill and an excess torsional force along with bending forces resulted in the breakage of drill due to this excess metallic contact and misalignment of the drill during usage. The outer diameter of the drill was found within specification. Furthermore, a hardness test according to rockwell on the returned item indicates the material being in accordance with the values in the material specification. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on the investigation, the root cause was attributed to be user related. The event was caused by the application of excess torsional force along with bending forces due to misalignment of drill while usage. If any additional information is provided, the investigation will be reassessed.

Event description:
It was reported, the drill interfered with the nail before screw insertion, resulting in breakage of the drill tip.

Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.

Event description:
It was reported, the drill interfered with the nail before screw insertion, resulting in breakage of the drill tip.